Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (ink spots) issue; the screen is totally black. A crack down in the display. Still sound in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/29/2015, device evaluation: the device has been returned and evaluated by product analysis on 09/09/2015 with the following findings: on examination, the display screen was noted to be cracked. Investigation of the allegation of ¿ink spots¿ on the display screen was not able to be investigated due to the crack in the display screen which is addressed on medwatch report #2531779-2015-29420.